Event description:
It was reported that during a lap total gastrectomy, the cartridge pan and the cartridge was misaligned and the cartridge could not be loaded into the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one reload was received unfired and with the pan partially detached at proximal. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.